Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. The lot number is currently unavailable. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during shoulder repair, it was observed that the proximal tip of the customer's lupine stabilization drill bit broke off when drilling. The sales rep stated that it¿s the piece above the stopper that tightens the drill that broke off. The sales rep stated that the piece that broke off is outside the patient. The sales rep reported that the surgeon completed the procedure by malleting the drill bit 2-3mm the rest of the way due to the device was already in the bone. The sales rep reported that there were no patient consequences but there was a minute delay in the procedure. The sales rep stated that the lot number appears to be worn off but stated that the device is over a year old and has seen heavy use in the field. The sales rep stated that the device was discarded. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.